Event description:
It was reported that the device was not able to interrogate and was explanted.

Manufacturer narrative:
No medwatch form was received analysis confirmed the complaint of no communication. The battery voltage was very low. Attaching another battery resulted in the device behaving normally. An internal battery anomaly caused the premature depletion and no communication.